Manufacturer narrative:
(B)(4). Additional information: the root cause investigation for the reported problem is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 814:04 and the root cause was determined to be a faulty pump head module assembly. The pump head module assembly was replaced to repair the reported condition. Trend review determined that similar reports have been received by baxter. Service history review determined that the device had not been previously sent into service for the reported condition of "814:04." A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump that expereinced failure code 814:04 on channel c during patient therpay in the general patient ward. The reported condition interrupted therapy on an unknown patient. No patient injury or medical intervention was reported. No additional information is available.the software version of this device is currently not known.

Event description:
A nurse reported a problem with the footswitch. When the equipment was turned on a system message occurred. The procedure was completed using a second footswitch. There was no patient injury reported.